Event description:
The complainant reported a patient was attempted to be implanted with an impella 5.0 device for mechanical circulatory support. Impella 5.0 was attempted from below the right clavicle, but the bypass anastomosis at the time of a dissection operation was narrowed which made it difficult to insert. The shaft kinked. Impella 5.0 was explanted and an impella cp was used instead. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported delivery issue has been completed. Based on the clinical account, the root cause of the shaft kinking was due to a narrow anastomosis. This report is being filed as part of a retrospective review of historical records.